Event description:
It was reported that while stimulation was turned on the patient had no stimulation sensation. The patient had turned their implantable neurostimulator (ins) off for 1 month because they did not think it was working. The patient confirmed they were seeing the ins on icon on the patient programmer, but they did not feel stimulation at 2.5v when they typically felt it very strong at that setting. The patient was not seeing any programs available on their patient programmer. The patient noted that they fell all the time, but nothing serious. The patient still had concerns with their device or therapy, but had not sought further help. The patient needed to wait and then would see their health care provider (hcp). It was further reported that the ins was not working and the patient¿s leads had migrated. They were not feeling stimulation. The patient didn¿t have an hcp and wanted to get the ins taken out. The patient was not being able to adjust stimulation and last night saw the change batteries in the patient programmer icon. The patient put brand new batteries in 2 weeks ago in the programmer and they were not rechargeable or heavy duty. The patient was using their programmer to connect with their mom¿s programmer too and was not able to connect. The original programmer was returned and another programmer was returned with no known complaint. Analysis of the original programmer found that the bottom case assembly was contaminated with battery acid residue. The antenna jack was resoldered as a preventative measure, the battery compartment label and the dirty lens/protective cover were replaced, and the software was updated. Analysis of the programmer retuned with no complaint found that the device tested ok to specifications. The antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v128858, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v128858, implanted: (B)(6) 2008, product type: lead. (B)(4).